Event description:
Boston scientific received information that during routine device replacement, the right ventricular (rv) lead was stuck in the header of this pacemaker. Upon pulling the lead, the lead separated from the terminal pin. The lead was surgically abandoned and replaced. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.